Event description:
Sales representative narrative: the certas valve (ID (B)(4)) was implanted on (B)(6) 2024. ¿surgeon had turned off the valve on the lumbar peritoneal shunt to see if patient could tolerate shunt removal. Patient did not have any change in status, so was scheduled to have shunt removed and replaced on (B)(6) 2025. Shunt was examined with manometery during surgery, valve appeared to be turned off, but fluid still flowed slowly through the valve. This made it unclear if patient needed the shunt or not. A new valve of the same type was opened, and tested prior to placing in patient, no fluid flowed when valve was turned off. The patient's valve was replaced with the new valve. The surgeon would like the explanted valve to be sent back to the manufacturer for analysis. If valve had functioned as designed, patient would still have symptoms when turned off and would not have had this surgery to remove the shunt.¿ the sales representative added: ¿not a delay but would not have had second surgery if the first valve functioned as expected, with a setting of 8 being a virtual off. Patient would probably have had a return of headaches and or vision changes if the virtual off had worked, thereby indicating patient is dependent on the shunt and would not have had the surgery to attempt the removal of shunt.¿ ¿the patient had some loss of vision and headaches prior to placement of the shunt. These symptoms would have return if the certas worked appropriately.¿ ¿the patient is stable, shunt still functioning with a setting of 7 on the certas valve, too early to determine if shunt can be removed.¿

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828814pl) was returned for evaluation. Device history record (DHR) - the product code 82-8814pl with lot 7293223 conformed to the specifications when released to stock. Failure analysis ¿ the position of the cam when valve was received was at setting 8. The valve was visually inspected; no defect was noted. The valve was tested for programming: the valve failed the test. The valve passed the tests for occlusion, leak, reflux, siphon guard. The pressure test could not be performed because the device cannot be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the rotating construct, on the ruby ball and on the arm assembly. Root cause analysis ¿ the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.

Event description:
N/a.